Event description:
While using the device, the handpiece service light on the unit lit up, and the handpiece became extremely hot, causing an electric shock to the doctor's hand that was holding it.

Manufacturer narrative:
The handpiece was tested on the pwr pair device and was found to be non-functional, with the handpiece indicator led continuously illuminated. The device entered fail-safe mode during testing, preventing an electric shock or overheating. The handpiece failed the insulation test and is therefore considered unusable.